Manufacturer narrative:
Device evaluation: the cartridge component was observed correctly engaged into the lower body of the device. The plunger component was observed in a completely advanced position. Visual inspection at 10x microscope magnification was performed. No debris or particles were observed. No defects were observed in the cartridge. The lens was implanted and therefore not returned for evaluation. No debris or particles were observed in the loading zone. The reported issue (debris / particles) was not verified on the returned product. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: the reported issue was not verified. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
During the implantation of the intraocular lens (iol), a white debris was inserted with the lens. The surgeon removed the debris using forceps. The operation was completed safely. No patient injury was reported. No additional information was provided to abbott medical optics.